Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating locking issues involving an exeter v40 stem 35.5mm was reported. The event was not confirmed. Device evaluation and results. The reported device was not returned for evaluation. No medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the reported lot number. The exact cause of the event could not be determined because the reported event could not be confirmed as the reported device has been implanted

Event description:
The operating department practitioner reported via the (B)(4), that during a primary total hip replacement procedure, it was found that the femoral head implant would not fit securely on the trunion neck of the femoral stem.

Event description:
The operating department practitioner reported via the UK competent authority, the mhra, that during a primary total hip replacement procedure, it was found that the femoral head implant would not fit securely on the trunnion neck of the femoral stem.